Event description:
It was reported that the patient had an electromagnetic interference (emi) issue from a security gate or theft detector. The patient was at the airport and was obligated to proceed through the security device, although she showed her patient identification card for the device and asked for a manual search. The patient received a shock and the device had not worked since then. It was only possible to interrogate the device and all the impedances were greater than 4,000. The patient also had pain at an unknown location. The battery and lead were explanted and replaced. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Product ID: 3889, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the interstim ii internal neurostimulator s/n (B)(4) found no significant anomaly. It was noted the device had normal end-of-life characteristics with telemetry and output being ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.